Event description:
Fractured right ventricular pacer lead-discovered in 2006 - replacement at the hospital eight days later. Fractured lead adherent to right ventricular surface - capped/sutured to underlying pacer pocket. Pulse generator also explanted and replaced.